Manufacturer narrative:
Product event summary: the hvad pump, (B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the device met all the requirements for release. The reported event of "high power and flows" was confirmed during the analysis of log files which revealed a sudden increase in the pump's power consumption and estimated flow starting on (B)(6) 2018. Twelve high watt alarms have been logged since (B)(6) 2018. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the historical review of similar high-power events, the most likely root cause of the reported event can be attributed to the external factors such as thrombus formation/ingestion. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient has had high watt alarms and flows have been >10. Patient¿s lactate dehydrogenase(ldh) is also high. Patient will be started on a bivalirudin infusion and admitted to hospital. No further patient complications have been reported as a result of this event.